Manufacturer narrative:
Mindray service reps evaluated the unit and replaced the spo2 board. Unit was safety tested to factory specs.

Event description:
Customer reported an issue with the passport 2 monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.